Event description:
A consumer's mother reported her son was treated for post-viral keratitis following use of this product. She reported her son was seen by an ophthalmologist and was treated with anti-infective drops. On (B)(6) 2011, the ophthalmologist reported the patient was seen once on (B)(6) 2011 and was diagnosed with post-viral keratitis. He reported it was unlikely the event was product related. The patient was instructed to discontinue contact lens wear temporarily and was prescribed anti-infective drops.

Manufacturer narrative:
Additional lot number: 188530f, additional expiration date: 10/31/2012. Manufacture date for lot 188530f: 10/23/2010. Evaluation summary: no sample was returned by the customer. The complaint history was reviewed and there were four other complaints of this nature reported. Two of the four complaints of the same nature are family members using the same bottle. Review of the compounding and filling mdrs did not show any anomalies that may have contributed to the complaint condition. A review of the stability data for all opti free replenish lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. The chemistry and microbial finished product results were reviewed and found to be acceptable. Incoming components testing results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitation records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. The customer indicated that lots 179242f and 188530f were purchased together in a twin pack. However, both of these lots were packaged into single bottle cartons. The root cause could not be determined. Additional information was requested on (B)(4) 2011 by fax and mail. A completed questionnaire was received on (B)(4) 2011. (B)(4). This report was mailed to FDA on: (B)(4) 2011. The manufacturer internal reference number is: (B)(4).